Event description:
During an incident in 2000 involving a male pt who was unresponsive with no pulse, CPR was initiated and this defibrillator was used but gave the message "monitoring only". An ambulance arrived and transported the pt to a hosp where he was pronounced on arrival.